Event description:
The pt stated he has experienced two infusion tubings from the same box completely separated at the luer connection. He stated on both occasions he changed his infusion tubing and he did not experience any physiological effects. The pt did not require assistance from a health care professional or second party to address the issue. Product was replaced and was requested to be returned for eval.